Manufacturer narrative:
A patient's ipg stopped communicating/ is inoperable was reported to abbott. The patient underwent an unrelated surgery where the patient's ipg was not placed into surgery mode. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that the patient underwent an unrelated procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient is not receiving therapy and may require surgical intervention to address the issue.

Manufacturer narrative:
The report of ¿inoperable ipg¿ was confirmed. The inability to communicate between the clinician's programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the procedure (electric's acupuncture session) the patient reported having prior to the device becoming inoperable.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.